Event description:
It was reported through a research article that biventriclar assist device (bivad) heartmate 3 (hm3) may be related to operative morbidity and renal failure. The study evaluated 6 patients with biventricular mechanical support and found that hm3-bivad patients had higher baseline median lactate, higher operative morbidity, lower 6-month survival and higher rate of renal failure (80%) when compared to patients who received total artificial heart (syncardia manufacturer). Survival rates were similar at 1 year (50%) because of underlying comorbidities (particularly renal failure and diabetes) a total of 3 bivad patients (implanted as bridge to transplant) were successfully transplanted. Of the 6 patients in this study, three patients who were not transplanted have passed away. In the remaining three patients: one patient suffered recurrent postoperative gastrointestinal bleeding in the setting of persistent vasoplegic shock, another had an extensive acute ischemic stroke with hemorrhagic conversion which required both a left hemicraniectomy and duraplasty; the final patient had pre-operative cardiac arrest with progressive multiorgan failure which required mechanical ventilation and hemodialysis for anuric renal failure. The major adverse events among the hm-3 bivad support were, any bleeding (four patients, mainly gastrointestinal bleeding and cerebral hemorrhage), infection (four patients, and predominately non-vad associated infections), and respiratory failure (three patients, and associated mostly with cerebral hemorrhage). Intrinsic pump adverse events were not observed. No cases of rvad thrombosis were observed.

Manufacturer narrative:
Related MFR number 2916596-2023-01853. Specific patient information and device serial number are documented as unknown. Date of event is approximate as the data were collected between november 2018 to may 2022. M. Satish, et al. Heartmate-3 ventricular assist devices versus the total artificial heart for biventricular support: a single-center series, 2023, march 06. Http://dx.doi.org/10.1097/mat.0000000000001900 division of cardiology, department of medicine, icahn school of medicine at mount sinai, ny, united states. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas) and the reported patient outcomes could not be conclusively determined through this investigation. The heartmate 3 device serial numbers and other specific case/patient information are not available and were not requested. No product was evaluated under this complaint. The heartmate 3 lvas instructions for use (IFU) lists bleeding, stroke, and multiple organ dysfunctions/failures as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document provides information regarding the recommended anticoagulation, including international normalized ratio (inr) values, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. It was reported that the hm3 lvas was used as a right ventricular assist device (rvad) which is not an approved indication. The heartmate 3 is indicated for lvad support, and all labeling, physician training and customer marketing materials are aligned with this indication. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists bleeding, stroke, multiple organ dysfunctions/failures, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. It was reported that the heartmate 3 (hm3) left ventricular assist system (lvas) was used as a right ventricular assist device (rvad) which is not an approved indication. The heartmate 3 is indicated for lvad support, and all labeling, physician training and customer marketing materials are aligned with this indication. No further information was provided. The manufacturer is closing the file on this event.